Manufacturer narrative:
On march 6, 2026, mentor received additional information that indicated that the patient was actually diagnosed with bilateral breast implant ruptures and underwent bilateral breast implant removal surgery on (B)(6) , 2026. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture this medwatch form is for the left breast prosthesis. The rupture on the right breast implant will be reported under mrn: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 6924264 number, and no non-conformances were identified. Manufacturing date: 14/apr/2015, expiration date: 13/apr/2020. A manufacturing record evaluation was performed for the finished device 6924264 number, and no non-conformances were identified. Manufacturing date: 03/jun/2014, expiration date: 30/jun/2019. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two mentor memorygel breast implant. Post-operatively, the patient was diagnosed, via physical examination and mammogram, with breast implant rupture on an unspecified breast side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Since it was not specified which breast side the rupture was on, both the left and right side implant information were provided.